Manufacturer narrative:
Additional information: d9, h3 plant investigation: one sample from the reported lot number was returned to the manufacturer for evaluation. There was no damage or irregularities noted during the visual evaluation, specifically, there was no damage on the blood ports. During a laboratory leak test, no external leak was detected. The reported issue was not confirmed. The cause for the event could not be determined from the physical evaluation of the returned dialyzer. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator (fa) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment where the dialyzer connects to the bloodlines. The connection was securely tightened and no issues occurred during treatment. The patient care technician (pct) noted a blood leak from the connection approximately two minutes prior to treatment completion. The connection was retightened. Upon treatment completion the connection fell apart when the dialyzer was flipped. The resulting leak was comprised of blood and saline. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the sample. The sample is available to be returned to the manufacturer for physical evaluation.

Event description:
The facility administrator (fa) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment where the dialyzer connects to the bloodlines. The connection was securely tightened and no issues occurred during treatment. The patient care technician (pct) noted a blood leak from the connection approximately two minutes prior to treatment completion. The connection was retightened. Upon treatment completion the connection fell apart when the dialyzer was flipped. The resulting leak was comprised of blood and saline. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the sample. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment where the dialyzer connects to the bloodlines. The connection was securely tightened and no issues occurred during treatment. The patient care technician (pct) noted a blood leak from the connection approximately two minutes prior to treatment completion. The connection was retightened. Upon treatment completion the connection fell apart when the dialyzer was flipped. The resulting leak was comprised of blood and saline. The patient's estimated blood loss (ebl) was approximately 50 ml. No serious injury or required medical intervention resulted from the reported issue. No defect or damage was noted to the sample. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4 (lot number, expiration date), h4 (device manufacture date) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.